Manufacturer narrative:
Investigation summary three samples were received by our quality team for evaluation. They all came in opened packaging blister. Each of them was connected to a saline solution syringe. It wasn¿t possible to expel the solution. The incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation conducted no root cause could be determine. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and "did not release the product" during use. The following information was provided by the initial reporter, translated from portuguese to english: "2 boxes of needles, practically 30% unused, because the needle did not release the product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and "did not release the product" during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "2 boxes of needles, practically 30% unused, because the needle did not release the product."